Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. A search of the angio-seal database revealed no training record for the physician. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other heatlh care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported following a percutaneous coronary intervention (pci) an 8f angio-seal mp was used. Difficulties were encountered during anchor placement when the physician pulled back only the tensioner device by mistake. The physician then re-inserted the device into the insertion sheath. The anchor and collagen were deployed intra-arterially. The anchor and collagen were surgically removed. The pt was reportedly recovering in the hosp.